Manufacturer narrative:
Terumo did not receive the actual device to investigate, but conducted an investigation with retention samples. The investigation did not confirm a manufacturing defect. Terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular prior to cardiopulmonary bypass surgery, during set-up and prime, the inlet to the centrifugal pump fell off. There was no patient involvement, the product was not changed out and the surgery was completed successfully.